Event description:
A surgeon reported that the ultrasonic phakoprogram stopped working during surgery. Surgery was completed with another handpiece. No pt impact was reported. There are three systems in the facility and at the moment of this report the surgeon did not know which one was used with the handpiece. No add'l info is expected.

Manufacturer narrative:
Sample evaluated by local tech svc and then returned to the customer and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).